Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 33mm watchman laa closure device was implanted. Post-procedure, the patient expressed discomfort and there was a change in blood pressure. A transthoracic echo was performed and a pericardial effusion was noted. A pericardiocentesis was performed. The patient was reported to be stable and was discharged.